Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor system (gold). The device was unable to perform the occlusion and excessive no delivery test due to the prime/fill anomaly. The insulin pump was received with a broken battery cap, cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked belt clip slot, scratched reservoir tube window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump sustained physical damage to the battery compartment. The caller stated that there were cracks at the battery compartment and the battery cap was also damaged. The customer's blood glucose was 269 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump.